Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that she was hospitalized for high blood glucose levels, with a reading of 597 mg/dl. The customer was very uncomfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.